Event description:
The customer's mother stated that the customer was hospitalized for high blood glucose levels with a reading of 217 mg/dl. The mother stated that the customer's glucose meter was giving incorrect readings. The mother also stated that the customer had been in and out of the hospital recently due to the issue with the glucose meter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.